Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf had no allegations reported. After review of medical records, patient was revised to address aseptic loosening, osteolysis, particle disease and failure of a hip replacement. The patient presented with worsening pain and what appeared to be an osteolytic stress fracture of the greater trochanteric region. Revision notes stated that a femur was removed without difficulty and liner was removed. The stem came out clean without any cement on it. There was a lot of cement distal in the canal and was removed. Operative findings stated that there was a clear synovial fluid with particle induced synovitis diffusely with bone loss. The tip of the greater trochanter was fractured. The femoral stem was grossly loose and has subsided into the cement mantle with several broken cement areas within the joint. X-ray images demonstrates a left total hip arthroplasty, a non-displaced greater trochanter fracture and evidence of prosthetic loosening. Doi: (B)(6) 2005; dor: (B)(6) 2019 ( left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.